Event description:
"S/p b subgl infra gels (? Size, MFR - no records) for augmentation. Within 1 yr pt developed r encapsulation requiring closed capsulotomy and 3 yrs later, a second one - currently c/o that the r is re-encapsulating and possibly more ptotic. Denies h/o trauma and c/o some local discomfort. The pt also c/o systemic probs including myalgias of the shoulder area which pt believes are related to job. C/o some thigh dysesthesias on the r breast intermittently. Also related some mild dizziness on occasion but ros is otherwise negative. Desires removal because of increasing age and concerns re: breast ca dx delay. Pt is otherwise healthy."